Event description:
The advocate stated her son received a blood glucose reading of 56 mg/dl from the contour link meter, re-tested on a different meter and received 300 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and new meter were sent to the customer.